Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported the patient received vibratory alerts due to the device changing to backup mode. Firmware was downloaded and normal function resumed.